Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 50 to 47 mg/dl at the time of the incident. The customer was in auto mode and the pump kept delivering insulin. The customer was at 246 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The product was returned for analysis.